Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-aug-2019 the following findings: during investigation, there were frequent low battery warnings observed. The pump¿s electrical current draws were tested and were found to be within specification. There was corrosion observed in the battery compartment. It was also found that the battery compartment was cracked. The pump leaked at the battery compartment. The pump was opened and there was no further evidence of moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr), and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On 24-jun-2019, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was alleged that the battery life was shorter than expected and the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.